Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
It was reported that the pump is intermittently responding when the ok and up arrow buttons are pressed and that the buttons require multiple presses for the pump to respond. The reporter indicated that the keypad is possibly peeling at the edge. The reporter claimed that the pump has not gotten wet.